Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use of right ventricular (rv) lead, the patient experienced inappropriate therapy/shock, and pacing inhibition due to lead noise. The physician, suspected and confirmed connection problem, decided to revise the system. The rv lead was reconnected and the problem was fixed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.